Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single use loading unit (sulu) was fully applied and the interlock was engaged with no knife blade damage. The loading unit was reset and loaded into the returned instrument for functional testing. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while loading the second reload during an open right hemicolectomy, the nurse noticed that the knife blade was at the distal tip of the reload and seemed the white flag interlock was already engaged. The nurse opened a new reload to complete the case. There was no patient injury.